Manufacturer narrative:
An investigation is underway. Upon completion of the investigation the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the insulin safety syringe. The customer said: after giving an injection, the nurse attempted to activate the safety shield. The safety shield would not activate and the nurse stuck herself with the contaminated needle.